Manufacturer narrative:
Product components are manufactured at the following contract manufacturing locations. Since the consumer has not returned the product to date, we are unable to determine which exact product was used and at which location the particular product was manufactured. (B)(4).

Event description:
The consumer contacted to state that he was able to get three uses out of the brush before the head completely split from the base of the head. He purchased the item on sunday, may 23rd and it broke on tuesday morning, may 25th. He further stated that he brushes his teeth twice a day. This event was determined to be reportable based on the allegation of a malfunction (small part breakage) with the potential to cause serious injury.